Manufacturer narrative:
All buttons function properly, however moisture damage was found on the keypad traces. No button error alarms noted during testing. The motor error alarmed during basic occlusion test and unable to during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to prime/fill anomaly. No clicking noise anomaly noted during testing. All operating currents are within the specifications, no unexpected low battery, off no power, bad battery, failed battery test or battery out of limit alarms noted. The device had a scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru the reservoir tube, cracked battery tube threads, and a missing end cap sticker. No moisture damage inside the device noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, failed battery test alarm, and motor error alarm. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.